Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a distributor that the endotracheal tube did not function steadily after about an hour during a thyroidectomy procedure. A warning sound was heard but other times there would be no signal. There was no error code displayed on the monitor. The doctor reconnected all the connections but the issue persisted. The doctor changed the probe and the issue was not resolved. The doctor changed the endotracheal tube and the system functioned properly. The procedure was delayed for 12 minutes. The procedure was completed with the second set of probe and endotracheal tube.

Manufacturer narrative:
Analysis found that when the device was viewed under magnification, there was no damage to the wires or connectors. There were no anomalies in the construction of the device. The resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.3 ohms, red with clear band = 3.2 ohms, blue = 3.2 ohms, and blue with clear band = 3.2 ohms [all readings are within specification]. There were no shorts between circuits and no intermittent behavior while manipulating connections. The red/white and green electrodes end to end ohms resistance shall be less than 2.5 ohms; the actual measurements for the red/white was 1.9 ohms; the actual measurements for the green 1.8 ohms (both were in specification). (B)(4). If information is provided in the future, a supplemental report will be issued.